Event description:
It was reported 18 of the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not fully cover the needle. The following was received from the initial reporter: the needle can pull through the safety shield and disconnect from the needle safety shield leaving the contaminated needle point exposed. To date this issue has resulted in 18 complaints but no injuries or deaths.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 18 of the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not fully cover the needle. The following was received from the initial reporter: the needle can pull through the safety shield and disconnect from the needle safety shield leaving the contaminated needle point exposed. To date this issue has resulted in 18 complaints but no injuries or deaths.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received by our quality team for evaluation. The sample is necessary to evaluate the reported defect. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.